Manufacturer narrative:
H.6. Investigation summary: bd received 23 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA) 260774. H3 other text : see h.10.

Event description:
It was reported that there was a low draw during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter: received call that laboratory manager experienced low draw volume with tube. Blood is filling below frosted line; exp date is 07/31/2020. She does have samples to send in and would like a replacement case. No erroneous results, no patient identifiers, no specific amount of occurrences as this happens sporadically. Customer is having to redraw but redraw still have low volume. Additionally, on 2020-7-11 the bd sales consultant provided the following additional information: customer is drawing citrate tubes last in draw order. Recommended to draw waste first, then citrate tube, then others. The tubes are close to the expiration date.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a low draw during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter: received call that laboratory manager experienced low draw volume with tube. Blood is filling below frosted line; exp date is 07/31/2020. She does have samples to send in and would like a replacement case. No erroneous results, no patient identifiers, no specific amount of occurrences as this happens sporadically. Customer is having to redraw but redraw still have low volume. Additionally, on 2020-7-11 the bd sales consultant provided the following additional information: customer is drawing citrate tubes last in draw order. Recommended to draw waste first, then citrate tube, then others. The tubes are close to the expiration date.